Event description:
The customer reported a battery error, battery is not recognized and it takes up to five minutes until the battery is recognized. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.